Event description:
It was reported that during use, the device exhibited an alarm for ¿no disposable clamp tubing¿. Troubleshooting was performed but the alarm persisted and the pump was powered off. Reservoir volume 46.7ml; continuous rate 131ml/24hrs; volume given 203.35ml. Per the reporter, there was no patient harm.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.